Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip separated. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25133125, 25133276, 25133717 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on the harvesting handle. A visual inspection was conducted. The heater wire on the hot jaw was flexed away from the hot jaw. The heater wire was detached at the tip, but remained attached at the base of the jaw. There was charred blood and tissue observed on the tip of the heater wire. The shaft was seen to be bent at the middle of the shaft. Based on the condition of the device as found, the reported failure mode "bent wire" was confirmed. The analyzed failure mode "bent shaft " was also confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip separated. The hospital did not report any patient effects.